Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. (Backlight) touch screen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. A known good front panel display was installed and the display became operational. A broken back light on the front panel display was encountered. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with screen was blank during treatment complete - unknown step, pressed ok, stop, and touched the screen but screen remained blank, the ok and stop keys made any sound when pressed, rebooted cycler, ok and stop keys lit up but the screen remained blank; power cord is secure at both ends. The fresenius technical support representative assisted the patient in replacing the cycler due to this issue, there was patient involvement however there was no harm or adverse event reported. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.